Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reports the unit powers on however there is nothing on the display. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the power management board and the issue was resolved.